Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Therapy and event date is estimated.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2020-00881. Both of the patient's leads are being reported because it is unknown which lead is liable. It was reported patient experienced migration of the scs system leads approximately 3 months ago. X-rays revealed that the lead had migrated. To address the issue patient underwent surgical intervention where one of the leads was explanted and replaced. Patient had no complications and therapy was restored.